Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 405108 was performed, and d no error codes (ec)s or false positive results were observed. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. Customer data review the review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-090) lot 405108 is performing as expected. Review of the results log files from the customer do not indicate that lot 405108 are performing outside of established design performance specifications. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 405108 (including the components) did not identify any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 405108 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: the lot specific CAPA review did not identify any existing internal issues or nonconformances which may be related to the reported complaint. Complaint history review complaint search was. Completed to identify any similar complaints to the tickets being investigated. Complaint trending was performed and a trend violation was not identified, and the upper control limit was not exceeded for part 9n79 (trending part number). Based on the results of the investigation a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 405108 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported 1 false positive on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 and was positive for the sars-cov-2, flu a, and flu b targets on the alinity m resp-4-plex assay. The customer reviewed the results, found the amplification curves to be abnormal, therefore, they retested the sample on genexpert and the result was negative for all targets. Additional details: the rsv target received error code 1191 "fluorescence signal evaluation did not meet expected criteria. Half maximum ratio width to the peak fractional cycle number (fcn) is out of range for (rsv)." The results also contained an internal control (ic) failure flag for the positive targets. Per the alinity m resp-4-plex amp kit package insert (53-608209/r3), a patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. The customer did not report the false positive results outside of the lab. The negative results from the retest were reported. There was no report of impact to patient management.

Event description:
The customer reported 1 false positive on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 and was positive for the sars-cov-2, flu a, and flu b targets on the alinity m resp-4-plex assay. The customer reviewed the results, found the amplification curves to be abnormal, therefore, they retested the sample on genexpert and the result was negative for all targets. Additional details: the rsv target received error code 1991 "fluorescence signal evaluation did not meet expected criteria. Half maximum ratio width to the peak fractional cycle number (fcn) is out of range for (rsv)." The results also contained an internal control (ic) failure flag for the positive targets. Per the alinity m resp-4-plex amp kit package insert (53-608209/r3), a patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. The customer did not report the false positive results outside of the lab. The negative results from the retest were reported. There was no report of impact to patient management.

Manufacturer narrative:
Updated b5 to correct error code 1191 to 1991.